Manufacturer narrative:
Visual, functional, material and dimensional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Crickets are a valuable aid in reduction/correction maneuvers in complex degenerative surgeries, but are occasionally stressed beyond their structural capacity. Crickets were designed such that the significant loads encountered in complex spine surgeries are not transferred to the screw interface. Additional reduction jacks are made available in each set so that the delay in surgery time is minimal and there is no adverse effect to the patient. No further investigation for this event is possible at this time as no device was received. If device and / or additional information becomes available, this investigation will be reopened. H3 other text : status and location of the device is unknown.

Event description:
It was reported that the tip of a mesa 2 reduction jack cricket fractured intra-operatively. It was later noted that the fractured component had been left inside the patient and revision surgery to remove the tip has occurred.

Event description:
It was reported that the tip of a mesa 2 reduction jack cricket fractured intra-operatively. It was later noted that the fractured component had been left inside the patient and revision surgery to remove the tip has occurred.